Event description:
A vasoview hemopro was being used to harvest the right radial artery for coronary artery bypass grafting when it was observed not to be working. Equipment and cables were changed to no avail. Finally, the actual device was changed and the new device worked correctly.